Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure when firing on the stomach, the first stroke of the first firing was fine. The second stroke the device locked out. While attempting to remove the cartridge to reload the device, the metal pan of the cartridge separated from the plastic cartridge housing. A new device was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.